Event description:
It was reported when the devices were used during a laparoscopic hernia repair procedure, the staples will not close correctly. Another device was used to complete the case. No further information is available. There was no consequence to patient.